Manufacturer narrative:
The incident had no negative outcome for the patient. The sales and service unit has written that the customer refused a service on this device. Thus it could not be confirmed that there was a malfunction. The root cause could not be determined. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. H3 other text : 4117.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available. Note: the incident was already reported by the manufacturer with the uf/ importer report# (B)(4).

Event description:
Rotaflow pump failed, shut down patient had to be hand cranked till new pump installed. Company rep stated power supply failed. The status of the patient is "critical". The "date of event" was already requested. Complaint number: (B)(4).